Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. The stent was implanted at (B)(6) hospital. The physician that implanted the stent¿s name was not reported. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 28, 2017 that a wallflex colonic stent was implanted during a stent placement procedure performed on an unknown date. According to the complainant, the patient¿s anatomy was noted to be perforated. Reportedly, a surgery was performed ¿after the perforation¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.